Event description:
The lariat was used to ligate the laa per the physician's discretion. Closure of the laa was successful; however, during removal of the lariat resistance was encountered at the introducer sheath. The lariat had free movement within the pericardium but upon attempts to remove the lariat appeared to get caught at the edge of the introducer sheath. The patient was taken to the operating room and a partial inferior sternotomy was made to access the device. The suture was not wrapped around the device. The suture was cut and the device removed. Per the surgeon, the patient did well post-operatively and there were no complications post-op.